Event description:
It was reported that the ventilator failed flow transducer and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed the flow transducer test and the o2 sensor test during the pre-use check. It was mentioned that the air gas module and the o2 sensor was defective and new ones was needed for testing purposes. No further issues has been reported. No logs were provided and no parts were mentioned as replaced, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref: #(B)(4).